Event description:
Successfully placed a PICC under x-ray guidance. At the end of the procedure, the catheter was flushed with saline, and it was determined the connection at the hub was leaking. The catheter was then exchanged for a new one without incident to the patient. Manufacturer response for PICC line, (brand not provided) (per site reporter): bd rep notified.